Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 50 mg/dl to 70 mg/dl at the time of incident. Customer did not believe insulin pump was over-delivering. Customer stated that the insulin pump had a scratches and black strip above screen came off. Troubleshooting was performed for damaged. The insulin pump will be returned for analysis.